Event description:
A caller reported a cartridge alarm issue with their pump, which did not adversely impact their blood glucose level. Although the issue did not occur during the load process and the caller attempted to resolve it by loading a new cartridge under guidance, the alarm recurred and prevented the resumption of insulin therapy. Technical support decided to replace the pump and instructed the caller on various procedures, including putting the current pump into storage mode and returning it. The caller will use multiple daily injections as a backup and has been informed that the replacement pump will have updated software. The support team confirmed the shipping details, and the caller acknowledged all instructions.